Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07062, 0001825034-2017-09990, 0001825034-2017-09988. (B)(4). Concomitant medical products: catalog#010000589 comp rvrs 25 mm bsplt ha+adptr lot# 588290. Catalog#115313 comp rvsr shldr glnsp +3 36 mm lot#507470. Catalog# ep-115394 e1 44-36 std +3 hmrl brg lot#337240. Catalog# 115370 comp rvs tray co 44 mm lot# 095430. Catalog# 113632 comp primary stem 12 mm mini lot# 629610. Catalog# 115398 comp rvs cntrl 6.5 x 40 mm st/rst lot#338580. Catalog#180553 comp lk scr 3.5hex 4.75 x 30 st lot#587170. Catalog# 180551 comp lk scr 3.5hex 4.75 x 30 st lot#320450. Catalog#180559 comp nlk scr 3.5hex 4.75 x 25 st lot# 073230. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty. Subsequently, the patient has been indicated for a revision surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.